Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported they had a shocking sensation in the past and their lead had been replaced. Replacing the lead resolved the issue. The lead was placed in the patient's skull and they used epoxy over it. A manufacturing representative had been at the procedure to turn the implantable neurostimulator (ins) off.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 748351, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID 3389s-40, lot# v057193, implanted: (B)(6) 2008, product type: lead. Product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reported via a company representative that patient was feeling shocking sensation at the left lead/extension connection site. He experienced shocking when stim was on. The shocking sensation started a couple months ago. The rep made aware of shocking sensation following extension replacement. It was indicated that the patient had extension revision back in (B)(6) 2016 where it was determined that there was high impedance at contact 3. On the day of report, rep was seeing a short circuit along with higher impedance (2256 ohms) on contact 3. The impedance value tested at 7v read c/0 912 c/1 603 c/2 627 c/3 2256 0/1 754 0/2 754 0/3 2360 1/2 13 1/3 1770 2/3 1770. The patient was now oncontact c+3 after change today. The patient was getting therapy but it was not as good as prior to shocking. The patient was not receiving intended therapeutic benefit from the deep brain stimulator (dbs). Rep was going to reprogram around the electrodes. Additional information received from rep on march 21 2016 reported that extensions were not associated with shocking, short circuit and high impedances. It was only the left side system that was affected. Trouble shooting included: attempted to program around out of range electrodes, replaced extension , tested lead impedances with ens to confirm source of #3 contact high values., disconnected from battery and reconnected then impedance testing. It was indicated that lead/ extension interface was relocated, boot replaced and secured. The short circuit was resolved as a result and the patient programmed to therapeutic electrode. The cause of shocking was more due to short circuit. The shocking and high impedance has been resolved and the patient did not complaint of any shocking sensation during recovery phase following procedure. The indications for use for this patient were parkinson¿s dual and movement disorders. Date of event is estimated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.